Event description:
The patient reportedly was making slower than expected progress while using the device. The patient was seen at the center for device evaluation. Testing performed confirmed that the device was functioning. The decision was made to explant the device. Surgery to explant the patient's ci device has been scheduled.